Event description:
The neurosurgeon reported during a cerebral aneurysm embolization, the first coil was deployed in the aneurysm. After insertion of approximately 1cm in the aneurysm, the coil ws pulled back to be repositioned. The coil detached from the pusher wire. It was possible to retrieve it after aspirating blood in the microcatheter to form a clot around the coil, & removing the microcatheter. The neurosurgeion reported the pt suffered no adverse effects as a result of the reported event.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or further significant info is found, a supplemental report will follow.